Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the procedure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00434903611, glenosphere, 63106907; 00434901500, base plate,63207865; 00434903603, poly liner, 63096950; 00435001313, humeral stem, 62983978. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02481, 0001822565 - 2019 - 02482, 0001822565 - 2019 - 02483. Patient not revised.

Event description:
It has been reported that patient had initial left reverse shoulder surgery. During the three (3) year post surgery clinical study survey, patient reportedly was no longer satisfied with the shoulder procedure, had difficulty performing daily living activities, and along with a 10% (poor) rating for shoulder normalcy during the study. Patient was unable to attend physician clinical exam, therefore no images or physician exam was performed during this time period. No additional patient consequences were reported.